Event description:
On (B)(6) 2015 the reporter contacted animas alleging that the ok keypad button was under-responsive. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Follow-up #1: date of submission 07/15/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/02/2015 with the following findings: the keypad cover was intact and all of the buttons had an intermittent response. The keypad cover was removed and contamination was found under all of the button contacts. Unrelated to the original complaint, the battery compartment was cracked and the display was dim, faded and discolored.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).